Event description:
It was reported that the unit was overheating. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Unit has not yet been returned to manufacturer for eval. Follow-up report will be issued as necessary based on investigations results.